Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure on (B)(6) 2022 to treat ischemic stroke involving 2 clots in the left middle cerebral artery m2 segment.  The pre-procedure mrs was 3, nihss was 13, and the mtici was 1. A react-68 aspiration catheter and a solitaire x stent retriever were used in the procedure and mtici 2c was achieved. Post procedure imaging showed there was no enough collateralization with the thrombi in situ and there was further infarction of the penumbra. It was also noted there was edema of the right basal ganglia and the right parietal cortex.  On (B)(6) 2022, magnetic resonance angiography (mra) showed evolution of the stroke in the treated territory. Infarction of the right caudate nucleus was observed with small subarachnoid hemorrhage (sah) in the right sylvian fissure. It was considered there was possible perforation of a very small arterial branch with the guidewire during the procedure though it was not visible in intra-operative imaging. It was also considered there may have been possible perforation during deployment of the solitaire. No additional intervention was reported and the events were not considered life threatening. However, the events did result in a patient disability and prolonged the patient's hospitalization. The event of evolution of stroke was not considered related to the medtronic devices but was possibly related to the procedure and had a causal relationship with the index stroke. The event of sah was not determined to not be related to the react-68 catheter but was possibly related to the solitaire and the procedure.

Manufacturer narrative:
Age: only the reported year of birth is valid (1936) as only the year of birth was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported baseline rankin 3, nihss 13. At discharge rankin 4, and nihss 14. There is not other indication of subject condition reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that 31-oct-2022: source documents reviewed identified a possible unreported hemorragic transformation. Site has been queried as this is possible to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that 31-oct-2022: source documents reviewed identified a possible unreported hemorragic transformation. Site has been queried as this is possible to the procedure.